Event description:
It was reported that during the procedure in the mildly tortuous, moderately calcified distal circumflex artery for treatment of a 99% de novo lesion, a 1.20x6 rx mini trek dilatation catheter was delivered without resistance via radial access. During the first inflation at 12 atmospheres, the balloon ruptured. The device was withdrawn without resistance from the anatomy and exchanged for a non-abbott dilatation catheter. This balloon also ruptured. A third balloon (non-abbott) was used successfully to perform dilatation. Intravascular ultrasound was performed and a non-abbott stent was implanted. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide cath: profit 6f al1, revolution. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.